Event description:
A portion of the drive lines of a patient's total artificial heart were noted to be rigid and black in color. The manufacturer representative was notified and arrived on site. The physician replaced the drive lines. In review, patient was reportedly educated per manufacturer guidelines to use mild soap and water to cleanse drive lines; however, patient reported to have used alcohol prep pads. Manufacturer notified of the limited product information available in respect to the care of the drive lines.